Event description:
The user facility reported during an operation, the surgeon felt that the ratchet did not maintain a firm hold. The instrument was checked and breakage of the hinge was found. The broken piece was removed from the pt's abdominal cavity under laparoscope. The sugery was prolonged by one hour.